Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that her blood glucose had been dropping and currently has a low of 62mg/dl and sensor glucose was saying 79mg/dl. The customer was treating it with food right now. First low was 69mg/dl, and treated with a packet of gummy bear, a type of carbohydrate. The customer thought she overcorrected as she woke up with blood glucose of 258mg/dl. She treated with 3 units of bolus. Then it went down to 247mg/dl. She had blood glucose of 67mg/dl yesterday. On saturday blood glucose was 440mg/dl and brought blood glucose to 138mg/dl later on that day. The pump passed self-test. The customer reported that patient's blood glucose at time of incident was 69mg/dl. Patient's current blood glucose was 62mg/dl. The patient had treated with food. Based on customer report customer does not allege pump was over delivering. The customer had checked blood glucose before call ended and she was at 120mg/dl. The customer will continue to monitor the pump and blood glucose levels. The insulin pump will not be returned for analysis.